Manufacturer narrative:
Adverse event should be corrected to product problem. Outcomes attributed to adverse event: other serious, should be removed from initial medwatch report. Serious injury should be corrected to malfunction. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patient's right eye (od) on (B)(6) 2019 and the surgery went without any complication. On (B)(6) 2019, the patient complained of halos at night. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.